Manufacturer narrative:
The device was not returned for evaluation. A review of the device's laser patter paper test showed a proper pattern and coverage and that the system is working within specifications. No nonconformities or anomalies were discovered during the device history record (DHR) review. Based on the available information, a root cause for the reported event could not be determined. The fraxel user manual states that blistering and burns are known complications of treatment.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed blisters on the right mid cheek and left dorsal nose one hour after dual 1550/1927 treatment. Reportedly during the 1927 portion of the treatment "the skin was reacting weird" and the patient had burns in the specified areas. Doctor stated the cool air from the zimmer chiller felt warmer than usual. Additional information has been requested but has not been received.